Manufacturer narrative:
Evaluation results: (deformation problem). Evaluation conclusions: unusual event ¿ (this type of shaft damage is an unusual event. The investigation did not determine a definitive root cause for the event and concluded that there is confidence in the manufacturing processes and online manufacturing controls.) (B)(4).

Event description:
A physician was attempting to treat a patient with a 2.5mm diameter x 14mm length integrity bare metal stent. It was reported that during percutaneous coronary intervention procedure, it was not possible to sufficiently inflate the balloon. When the device was removed from the patient, a perforation was noted on the balloon precluding the stent implantation. A new device was used to treat the patient. No patient injury or clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: (root cause of the event could not be determined). No results available since no evaluation performed - (device or procedural images not provided for review). (Device not returned for evaluation). Evaluation conclusions: unable to confirm complaint - (device or procedural images not provided for review). (Root cause could not be determined). (B)(4).

Event description:
Evaluation summary: the distal tip was slightly flared indicating that it may have been stubbed during advancement towards the target lesion. The hypotube was kinked approx. 78.7cm distal to the end of the strain relief. The guidewire entry port was slightly torn. Negative purge was performed and a constant stream of air bubbles was seen to enter the syringe confirming the presence of a leak in the device. When an attempt was made to inflate the device using an indeflator, the device would not hold pressure. A small radial tear was located on the distal shaft approx. 9.4cm proximal to the balloon bond. There was extensive scratching visible along the distal shaft. The stent was positioned correctly on the balloon with no damage noted to any of the stent segments. Sem analysis completed on the leak site confirmed that the outer distal shaft material was pushed slightly outwards at the distal end of the tear.